Event description:
It was reported by service report that the head left side rail was broken and it could not be locked in the upright position and the head end was drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Broken arm weld on siderail.